Event description:
It was reported that approximately four years post filter implant, during a scheduled retrieval, it was observed that one of the filter limbs had detached from the rest of the ivc filter, after the filter had successfully been removed from the patient. Reportedly, the detached limb remained in the posterior wall of the ivc at the implant site, with no exposed portion available to attempt retrieval. The patient is reported to be asymptomatic.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The retrieved filter has been returned and the evaluation is currently underway.